Event description:
Our rep. Is reporting to us that during an arthroscopic shoulder repair, a portion of the distal tip of an expressew suture passer needle broke away and fell into the pt's joint space. The fragment was easily removed from the body and the procedure was concluded successfully using other same devices without further issue or harm to the pt.

Manufacturer narrative:
Mitek is at this point in time in the info gathering mode. When all that can be had, is had and thoroughly investigated and evaluated, those results will be the subject matter in a follow-up report.